Manufacturer narrative:
The suction pump 2208011, sn: (B)(6) was investigated and no defects were found during the inspection. The pump functioned without any problems. Afterwards, the suction pump was investigated together with the motor control unit 2303, part ID 2303.011, sn(B)(6) (concomitant device). It was determined that the motor handle m4 does not rotate and is not recognized. The fault is with the motor board 64352047, which must be replaced. The probable root cause is sporadic failure of the motor board 64352047. The motor control unit 2303 sn: (B)(6) was manufactured on 02/oct/2024. No issue was identified during production. No further complaints were received from the reported production order. In general, the user is advised in the associated instructions for use ga-a202-us / en / 2020-10 v2.0 under chapter 4 that a visual and functional inspection must be carried out before and after each use. Possible damage of the above kind can be easily detected by hospital staff if these instructions are followed. In our risk analysis e5-1, v00, control units with accessories, manufacturing-related, handling-related and design-related hazards with regard to functional impairment, as well as risks from a non-deployable product with the corresponding extent of damage and the assumed probability of occurrence, were considered and assessed as an acceptable risk. No systematic defects can be derived from the inspection of the control unit from a manufacturing or design point of view. The rate of complaints in comparable cases is very low.

Event description:
According to the information received, the suction pump, part 2208011, sn# (B)(6), stopped working during a holep procedure. The reported problem caused the procedure to be cancelled after a delay of approx. 2 hours.